Manufacturer narrative:
One used site was returned for evaluation. Visual inspection found the soft cannula separated and missing from the site at a location of approximately 1mm/2mm from where it extends out of the site base. Upon closer examination (using 5x to 40x magnification), the distal end of the cannulas were found slightly bent. No additional damages or abnormalities were observed with the returned sites; wall thickness, and site crown were confirmed to be within specification. The root cause of the cannula detachment could not be definitely determined through inspection of the sample. Inspection found no evidence that would suggest the event was caused by an intrinsic defect in the product. No corrective actions are planned at this time.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of the home care user that the device was in use with patient when the cannula broke off and remained under the skin. The patient was examined via echography in effort to locate the cannula but no cannula could be found. No permanent adverse effects reported.